Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator had very high pressure in the patient circuit which triggered the alarm paw high, expiratory minute volume low and peep low. Evaluation of the provided logs confirms the reported alarms. Our field service engineer investigated the ventilator and solved the issue by replacing the nozzle units. No further issues has been reported. No parts were replaced for investigation, therefore the root cause for the reported problem could not be determined.

Event description:
Manufacturers ref: #(B)(4).